Event description:
Complainant alleged that the medics were cardioverting a male pt (age unknown) who was presenting a ventricular tachycardia heart rhythm. The medics shocked the pt five times, the first shock at 100 joules, the second shock at 200 joules and the last three shocks at 100 joules each. Upon the medic's next attempt to discharge the device, it shut down. The medics then replaced the device battery and tired to discharge the device, but it then displayed an "open air discharge" message. The medic then administered a 200 joule shock to the pt that successfully cardioverted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.